Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Flow control damaged and causing lack of water flow.

Event description:
While using a g137 scaler, the service light came on and inserts were getting hot, but there was plenty of water; no injury resulted.